Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No watchdog timeout, external ram crc error and unexpected restart alarm noted all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and audio beep anomaly noted. The insulin pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. No lost data noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, audio beep anomaly, program alarm anomaly, external ram crc error, unexpected restart and blank display. The customer's blood glucose reading was 400+ mg/dl. The customer stated that the display returned with new aaa alkaline battery. The customer stated that a temporary basal was not programmed before the unexpected alarm. Customer was assisted with self-test and it passed. The insulin pump was returned for analysis.